Event description:
(B)(4). Heavy bleeding 3 weeks out of 4.. Pelvic low abdominal pain all the time every day .. Some days it's tolerable other days debilitating. My palms would peel when flare ups of depression fibromyalgia and rheumatoid arthritis kicked in. Early menopause as of 2016 I'm only (B)(6). Pains near gall bladder and upper right back shooting pains . Autoimmune disease and low white cell count. Hysterectomy scheduled in (B)(6) 2016